Event description:
Customer reported receiving a low reading of 50mg/dl on their adc meter as compared to a laboratory reading of 150mg/dl obtained within ten minutes. The results when plotted on parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Customer's product has been requested for investigation and a final report will be submitted when the investigation is complete.